Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device information was provided, and sterile certifications were reviewed and found conforming. As there is no indication of a product or process issue identified that affected implant safety or effectiveness, the device was not identified as a source or contributing to the reported infection. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device information was provided, and sterile certifications were reviewed and found conforming. As there is no indication of a product or process issue identified that affected implant safety or effectiveness, the device was not identified as a source or contributing to the reported infection. The initial report was forwarded in error and should be voided. Sections updated: b4; b5; g3; g6; h2; h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted devices but cannot be used to confirm the complaint. Devices not returned. Further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to an infection at the site. All components were removed and replaced with new prosthesis. There is no additional information available at the time of this report.